Manufacturer narrative:
The following patient identifiers are linked: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a patient who underwent a cystoscopy procedure subsequently experienced an unspecified infection. Additional information was unable to be obtained.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.